Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported since (B)(6) 2011, the infusion device displayed an e8 (power interrupt) error message several times. Patient thinks the infusion device is delivering an incorrect basal rate and bolus. Patient reported on (B)(6) 2011 at 12:38 pm, he received an e8 (power interrupt) error message, changed the battery, and his blood glucose level was up to 200 mg/dl. Patient reported, the following blood glucose levels: at 1:38 pm his blood glucose level was 106 mg/dl; at 5:00 pm his blood glucose level was 170 mg/dl, he ate and then administered 8.0 units of insulin via the infusion device; at 8:00 pm his blood glucose level was 230 mg/dl, he administered 2.0 units of insulin via the infusion device and at 11:00 pm his blood glucose level was 240 mg/dl. Patient reported the following blood glucose levels on (B)(6) 2011: at 8:00 am his blood glucose level as 230 mg/dl, he ate and then administered 8.0 units of insulin via the infusion device; at 11:00 am he received an e8 error message; at 12:00 pm he received another e8 error message; at 1:00 pm he felt sick, had a headache, had a blood glucose level of 390 mg/dl and then administered 4.0 units of insulin via the infusion device and at 1:30 pm he had a blood glucose level of 51 mg/dl. Patient stated, he went to the hospital and got a new battery cover, a new battery and a new infusion set. Patient reported at 3:30 pm he was discharged from the hospital. Patient stated, he did not receive stationary treatment, only ambulant treatment while at the hospital. Patient reported at 6:30 pm, he received an e8 error message and his blood glucose level was 240 mg/dl. Patient stated at 7:12 pm his blood glucose level was 210 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. No further information is available. Product was replaced and requested return of the alleged product for evaluation.